Manufacturer narrative:
Product not returned for investigation.

Event description:
Left knee revision done for flexion instability and chronic pain partially doe to femoral and patellar prosthetic instability due to previous cementless procedure and no bone ingrowth.